Event description:
The hospital reported that during a coronary artery bypass procedure, when preparing to install the acrobat-I stabilizer z it was found that the flexlink arm couldn't be locked in place. Even if the adjustments were repeated, it was still impossible to keep the flexlink arm in a fixed state. Replaced a new device, then the surgery went well. There was no delay. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 event site name: due to character limitations the (B)(6) medical university.

Manufacturer narrative:
Trackwise #(B)(4). Corrected sections: d3,g1, manufacture is corrected to be maquet suzhou. The investigation has been started since the complaint was received, the following contents have been conducted: 1. Device historical record review: the records of the reported lot has been reviewed., no non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: (B)(4). 3. Returned device evaluation: 1). The device was returned to the factory for evaluation on jun.22, 2024. Visual inspection was conducted, signs of clinical use and evidence of blood were observed on the device. There were no visual defects observed on the device. 2). A mechanical evaluation was conducted. It¿s observed the knob rotate stuck, the knob could not be tightened, and the flexlink arm could not be tightened. The reported failure "knob difficult/ unable to tighten-arm does not lock" was confirmed. 3). The device was furtherly disassembled for further inspection. The acme nut lead-in thread was found broken, device historical records review did not indicate a product or manufacturing defect caused or contributed to the acme nut broken, all the products had passed 100% visual inspection and mechanical function test during production. 4. Complaint historical data has been reviewed, the failure of ¿knob difficult/ unable to tighten-arm does not lock¿ happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken would be that rotating the knob rapidly, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, and lead to the acme nut lead in thread broken. The broken acme nut lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, then the knob could not be tightened, and flexlink arm could not be tightened. The failure mode is addressed in the risk file and IFU. The device met all product specifications upon leaving the factory. There were no ncrs which could cause or contribute to the reported failure. The complaint history review did not identify an adverse trend. There were no consequences or impacts to the patient. So no fca is needed. The trending will be monitored continuously.

Event description:
The hospital reported that during a coronary artery bypass procedure, when preparing to install the acrobat-I stabilizer it was found that the flexlink arm couldn't be locked in place. Even if the adjustments were repeated, it was still impossible to keep the flexlink arm in a fixed state. Replaced a new device, then the surgery went well. There was no delay. There was no harm to the patient.